Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated, calcified 90 % stenosis in the right sfa via right cfa access, the stent delivery system became blocked on the 0.035" guide wire prior to reaching the lesion site. The tracking path was reported to be straight and an introducer sheath was used. The entire system was removed together with the guide wire. Resistance was felt during subsequent separation of delivery system and guide wire. Then the guide wire was reinserted and another stent of the same brand was deployed successfully at the target site. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The stent delivery system was returned for evaluation. The guide wire used by the customer was not returned. A patency test with a device compatible 0.035" guide could be performed successfully. However, the tip of the delivery system was found to be slightly deformed, the stent was found shifted into distal direction and the inner catheter protruded from the tip of the outer sheath for 1 mm. This condition is considered a consequence of the reported guide wire removal issues and resistance during guide wire passage. Therefore, the reported event could be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This event may be related to a difficult vessel anatomy and subsequent friction increase. Improper flushing of the device may be another potential contributing factor to this type of event. In this case, the tracking path was reported to be straight, balloon pre-dilation had been performed, and the delivery system was flushed. On the basis of the sample evaluation and the information available, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Also the IFU states: "the bard e-luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guide wire."

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated, calcified 90 % stenosis in the right sfa via right cfa access, the stent delivery system became blocked on the 0.035" guide wire prior to reaching the lesion site. The tracking path was reported to be straight and an introducer sheath was used. The entire system was removed together with the guide wire. Resistance was felt during subsequent separation of delivery system and guide wire. Then the guide wire was reinserted and another stent of the same brand was deployed successfully at the target site. There was no reported patient injury.